Event description:
It was reported by service report that the fowler would not lower all of the way down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler weldment.